Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the removal of a dental implant during its installation surgery due to lack of primary stability. The implant was not replaced. Patient presented bone type IV.